Event description:
It was reported the patient experienced inadequate stimulation with their scs system. Surgical intervention may be pending to address this issue. Related manufacturer reference number: 3006705815-2022-16362, related manufacturer reference number: 3006705815-2022-16367.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.